Event description:
It was reported that the patient presented for a new implant procedure. It was noted that there was no proper pacing or sensing observed on the pacemaker. It was initially thought micro dislodgement of a lead had occurred during the procedure, but proper pacing and sensing still could not be obtained. The pacemaker was exchanged successfully. The patient was stable.